Event description:
It was reported the suspected device presented a water leakage. The event occurred during a diagnostic small bowel examination. Procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Facility address shortened from "(national health insurance yamashiro hospital association kyoto yamashiro general medical center)" to "(national health insurance yamashiro hospital assoc)" due to restriction on characters allowed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the previous report. Updated fields: d8, h2, h4, h6, h11. Corrected fields: d4 - unique device identifier (UDI), d10 - concomitant product null, the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.